Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and shortness of breath, dizzy. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging difficulty breathing and shortness of breath, dizzy. Section b5 has been corrected and should be reported as: the manufacturer received information alleging water is leaked out of the machine, the top or closure door is not staying closed and heating plate is extremely too hot. The patient also alleged difficulty breathing and shortness of breath, dizzy. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on feb 01, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The patient alleged that water is leaked out of the machine, the top or closure door is not staying closed and heating plate is extremely too hot. The patient also alleged difficulty breathing and shortness of breath, dizzy. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the ui panel. The humidifier was not returned with the device so no testing could be performed on the humidifier. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and was unable to address the patient's symptoms